Manufacturer narrative:
The UDI , manufacturing date and expiry date of the device is unknown . The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella ld for mechanical circulatory support. The complainant reported that during impella placement, the patient experienced bleeding from the chest and heparin administration was stopped to combat the issue. It was stated that the patient required blood products as hemolysis was observed. In addition, the patient expired on support due to suffering from septic shock. There is not enough information to exclude the impella device as an associated factor in the patient's demise.